Event description:
(B)(4). [Omitted information pertains to catheter revision, (B)(4).] It was reported that following a spinal catheter segment replacement, an error was made while programming the priming bolus. It was stated that the patient received a 398mcg bolus. The pump tubing volume was added in addition to the catheter volume (entered 59cm instead of 37cm). The issue resulted in overdose. The patient became comatose and was admitted to the intensive care unit (ICU). The drug was aspirated from the catheter and the pump was set to minimum rate mode until the next day, when the pump would be reprogrammed again. The patient recovered without issue and the medication was in the process of being titrated up. At the time of the event, the pump was used to deliver lioresal (baclofen). Please refer to mfg. Report # 3004209178-2015-06030 for information pertaining to the catheter revision.

Event description:
Additional information received reported that at the time of the event, the catheter length error was made and a concentration error occurred. Both errors contributed to the overdose that the patient suffered on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter, product ID: 8840, product type: programmer, physician. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6)2011, product type: catheter. (B)(4).